Event description:
It was reported that the customer's pump was not holding a charge and lost power during the night, which caused significant frustration due to frequent occlusions that led the customer to revert to multiple daily injections. The customer experienced a rise in glucose levels around the time of these occlusions. To resolve the issues, the customer agreed to try the recommendations given, including troubleshooting steps and using a different cannula type, although no final outcome was reported.